Event description:
Kl 4/29/2025email complaint shows a chat taking place between the consumer and bd. The consumer is reporting an issue with pen needles. I will be reaching out to the consumer to get a better understanding of what the issue is. No photos attached and the consumer stated, he does have samples. Cl from: productcomplaints <productcomplaints@bd.com> sent: tuesday, april 1, 2025 9:49 am to: productcomplaints <productcomplaints@embecta.com> subject: fw: 320749 lot 4261025 item(s): 320749 lot(s):4261025 date incident occurred: ongoing was the patient impacted? Could not use needles if yes, describe: needle does not on syringe properly and will not work is a sample available? Yes, customer request? Replacement.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.